Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. The company representative (rep) stated hcp reported seeing motor stall message and pump stalled for 862 hrs when doing a refill. The company rep confirmed patient had an magnetic resonance imaging (MRI) in january but did not have the pump read after. Pump was refilled and actual and expected volumes matched. Agent reviewed telemetry mode and that the volume matching helped confirm that. Pump had been read a few times now and was still not showing the recovery log. Recommended waiting 10-20 min and reading again. The company rep called back and stated pump was still alarming and showed an active alarm on the home screen, however once he read the logs again, they showed a motor stall recovery log and when reinterrogated, there were no active alarms.